Event description:
It was reported that this accessory cutter exhibited an inability to cut the exchanged catheter during an implant procedure. The patient had infection which was attributable to the underlying patient condition. This accessory was out of service and replaced with a new cutter resulting to a completed procedure. No adverse patient effects were reported.